Event description:
It was reported that the patient was experiencing charging difficulties. The patient underwent a revision procedure wherein the ipg was replaced with a non-rechargeable device. The patient was doing well postoperatively. The explanted ipg was not returned per physician preference.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.